Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have tearing. Tears measure from .054¿ to .172¿ in length. There are no signs of thermal damage present at the end of any tears. There was material was found missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a broken cable was observed on the synchro seal instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The cannula and the pin gauge were inspected prior to use. The instrument was connected properly. A e-200 erbeviodv was used for the procedure. Unknown what settings were used on the generator. The instrument tips did not collide with any other instrument or tool during procedure. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No injury to the patient. The instrument is available for return however no photos or videos are available for review.

Event description:
Refer to h11 for follow-up information.